Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded in front of the camera. A second spyscope ds was used; however, the working channel sleeve also protruded. Reportedly, no part of the devices detached inside the patient. One of the spyscope ds had the spybite advanced inside when the working channel sleeve protruded. There were no issues reported with the spybite. The procedure was completed with the third spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.